Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 78mg/dl at time of incident. Customer states the pump alarmed occurred during self-test. The alarm was cleared and finish prime process, checked error table pump should be replaced. Did another self-test on pump, test result showed "not okay". The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. Pump error alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with faded serial number label, scratched case and minor scratched lcd window.